Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The device was explanted due to vvi reset.

Event description:
On (B)(6) 2005 - pt underwent appendicitis surgery and later developed abdominal hernia which was repaired with composix kugel patch. On (B)(6) 2007 - pt started experiencing pain. On (B)(6) 2008 - pt admitted to hospital for unk reason, however, pt's condition improved after abstaining from eating and placing an ileus tube. However, the pt suffered from severe pain recently and the examination found that one side of the patch was bent toward abdominal and adhered to large intestine. On (B)(6) 2010 - bent portion of the patch and a portion of the large intestine were removed from the pt. During the surgery, the internal recoil ring was removed completely and some of the external recoil ring was removed from the patch. The remaining patch was placed properly, so the patch was left in pt and the procedure was completed. The condition of the pt is stable after the procedure.

Manufacturer narrative:
The reported reset anomaly was confirmed in the laboratory. The reset occurred due to a power on reset (por) shortly after the last capacitor maintenance was performed by the device. Analysis found an anomaly in the high voltage capacitor that caused the por.